Event description:
The hospital maintenance person reported that the scale accuracy on this bed is off by 10lbs. After troubleshooting with a hill-rom technician, it was discovered that the scale load beams were loose, and needed to retightened. There were no adverse events associated with this product problem.